Manufacturer narrative:
(B)(4). The device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event. The reported difficulty of an iipv event was confirmed through an event history log review. The assignable cause was determined to be unexpected high uf compared to other therapies in the log and use error, misconnection of the drain line. If any additional information is received, a follow-up will be sent.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up MDR will be filed upon completion of the evaluation or if any additional details become available.

Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2012 23:19:57. During night drain cycle four, the patient's ultrafiltration reading was 14791ml, indicating the home patient (hp) drained 14791ml more than their maximum programmed fill volume of 2000ml. This information meets iipv criteria. No additional information is available.